Event description:
The customer reported problems with the p8005 stretcher barriers (siderails), stating the material is not resistant. One elderly male patient sustained a laceration that required 10 sutures. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The customer reported problems with the p8005 stretcher barriers (siderails), stating the material is not resistant. One elderly male patient sustained a laceration that required 10 sutures. Despite many interventions both internally and from hillrom, the problem persists. A laceration is a disruption of the skin, commonly called a cut and can have clean straight edges or jagged edges. In this event, the patient required sutures to close the laceration to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury occurred. Device inspection found the rivets needed to be replaced. Per the hillrom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support provided the account the part number of the rivets that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.